Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable ion selective electrode potassium results on their c501 analyzer. The customer provided data for three patients, one of which had a discrepant result. The patient's sample was tested out of a sample cup. The patient's initial potassium result was 2.64 mmol/l. The initial result was sent to the doctor who did not trust the result. The sample was repeated on the original c501 analyzer and another analyzer. The repeat results were 4.67 mmol/l and 4.7 mmmol/l. The patient was not harmed by this event. The potassium electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
A root cause could not be identified with the information provided for investigation. Additional information for further investigation was requested but not provided.